Event description:
It was reported that the screw would not remain fixed in the skull of the patient. No further information was provided. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. The device was returned for inspection and the event was confirmed. The investigation of the complained screw shows that the tip is indeed badly deformed due to mechanical overloading. Microscopic evaluation shows that the pitch of the screw thread is flattened and it appears that the tip got damaged during insertion into very hard material, bone. However, we are not able to determine the exact reason causing the reported problem. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. No product fault could be detected and the device was manufactured according to the specifications. Conclusion ¿ the complaint is considered indeterminate from a manufacturing perspective. While the investigation results show that the tip of the device is badly deformed due to mechanical overloading, we are not able to determine the exact cause of this occurrence and the complaint condition remains unknown.